Manufacturer narrative:
The ICD first underwent a status interrogation, and the device memory was analyzed. Matching the clinical observation, the device status was eos, 33 charge processes had been documented. The charge drawn from the battery was checked and turned out to be not as expected. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. There was no antitachycardia therapy. The ICD was then opened. The visual inspection of the internal structure detected no irregularities. The electronic module was then connected to an external voltage source and underwent an electrical function check. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. Especially the study of the current uptake of the electronic module proved to be inconspicuous. The battery was now retuned to the manufacturer for a destructive analysis. The production documents of the battery were checked and verified that there was no deviation of the battery parameters from the specified values during the manufacturing process. The visual inspection of the battery showed no anomalies. The battery was then opened for a destructive analysis. During the examination of the internal battery structure, an increased impedance was detected. It can therefore be assumed that the increased internal impedance of the battery led to a voltage drop at the electrical module and thus contributed to the clinical observation. In summary, the capability of the electronic module of the ICD to provide therapy was tested at an external voltage source and discovered to be fully functional. The clinical observation resulted from an increased internal impedance of the battery that was detected during the battery analysis.

Event description:
After an implantation period of approximately 101 months, it was reported that the device was in eos status.